Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to prime. This occurred on 2 occasions. The following information was provided by the initial reporter: the patient reported that drug hadn't come out upon priming.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to prime and the cannula broke. This occurred on 2 occasions. The following information was provided by the initial reporter: the patient reported that drug hadn't come out upon priming. The pictures received on 15 sep 2021 show the npe was broken. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2021-09-23. . Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to prime and the cannula broke. This occurred on 2 occasions. The following information was provided by the initial reporter: the patient reported that drug hadn't come out upon priming. The pictures received on 15 sep 2021 show the npe was broken.